Manufacturer narrative:
Additional pro codes in block nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33162399. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 33162399.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced poor wound healing at the lead and burr-hole cover implant sites. The patient underwent a procedure wherein a wound washout was completed two weeks after the initial implant procedure and patient was discharged. The patients wound healing condition did not improve, and physician opted to remove the devices. The patient underwent an explant procedure of all the dbs components. Cultures were taken and tested negative for bacteria. Physical analysis of the dbs leads, and burr hole covers were not performed as they were disposed by the facility. The patient did well post-operatively. It was noted that no additional information was disclosed by the healthcare provider.